Manufacturer narrative:
Investigation results: due to no sample being received, an investigation could not be performed, and a root cause could not be determined. No product will be returned per customer. No investigation was performed.

Event description:
No additional information.

Event description:
It was reported that the unspecified bd infusion set had separated. The following information was provided by the initial reporter: tubing separation at safety clamp the second concern also involved a bd alaris pump infusion set. The tubing was primed with saline and connected to the patient. When the nurse loaded the pump segment, the line separated just below the safety clamp. Again the packaging was not saved.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.